Event description:
(B)(4). I received the essure device in (B)(6) of 2013. It was covered by my insurance. At the beginning I experienced slight cramping and what felt like gas pains. This has been ongoing and sometimes can be mild to severe pain. I experience bloating on a daily basis to the point where I have to keep a various range of pant sizes as some days it looks as though I am pregnant. I have severe migraines, body aches, fatigue, shoulder pain, depression and severe anxiety on a regular basis. I also have a period on a regular basis, but now some are very short, some long and some very light, some very heavy. I have tried different medications for these symptoms and none have worked. I have decided to not proceed with any more medication at this time. I would like to have the device removed due to only having these issues after getting essure. Unfortunately at this time I am unable to due to insurance and financial reasons.